Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out for normal battery depletion the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. While attempting to remove it, the lead body became damaged. Subsequently the lead was surgically abandoned and the pacemaker was explanted as planned. A new device and lead were successfully implant and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Excess body fluid was also observed in the rv lead barrel which could have contributed to the difficulty of lead removal. All setscrews moved freely and operated normally.